Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered two anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). After the atp therapy, the rhythm accelerated to ventricular fibrillation (vf). The device successfully delivered a shock that converted the rhythm. This ICD remains in service. No additional adverse patient effects were reported.